Event description:
Related manufacturer reference number: 1627487-2021-18073, 1627487-2021-18074, 1627487-2021-18076, 1627487-2021-18077, 1627487-2021-18078. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention took place wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.